Manufacturer narrative:
The peritonitis occurred on an unspecified date since (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. At the patient was treated with two kinds of unspecified anti-inflammatory drugs (intraperitoneal,doses, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.